Manufacturer narrative:
This device has not been received by this manufacturer. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event. Should further relevant details become available a supplemental medwatch report will be filed under the appropriate sequence number.

Event description:
The complainant has reported that a patient (age and gender unknown) underwent a therapeutic ercp in 2006. It was reported that during the procedure, "the tip of this device was detached in the bile duct." Additionally, it was reported "even though...this device had expired on may 2004, this device was used [for] this procedure." There was no reported complication or ill effect sustained by the patient. No other information is available at this time.